Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a vessel dissection occurred. The 90% stenotic lesion was located in the mildly calcified mid-right coronary artery (rca). The physician began the procedure by inserting a 6f mach1 guide catheter into the rca. The physician then crossed the lesion with another MFR's guide wire and pre-dilated the lesion with a 15x2.75mm maverick to 10atms for 10 seconds. After pre-dilatation, the physician placed another MFR's 3.0x23mm stent. Following stent placement, the stent was post-dilated with the 15x3.5mm quantum twice. The first and second inflations were to 12 and 18 atms, respectively. The balloon ruptured on the second inflation. Under angiography, the physician noted a small vessel dissection around the stent. Ivus was used to assess the dissection. The physician was "pleased with the overall appearance of the stent (post dilatation diameter etc.) And continued to observe the vessel and pt for 30 minutes." The pt was stable during the entire procedure and tolerated it "well." Post procedure, the pt returned to the ward. No other pt injuries or complications were reported. Further info has been requested, but has not been received.